Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. (B)(4).

Event description:
The patient was brought to the ER (emergency room) the night prior to this report with withdrawal symptoms. The patient had symptoms of itching and anxiety and thought that her pump was flipped. The patient was taken to the or (operating room) based on concern for a flipped pump. It was determined that the pump was flipped. The cause of the pump flip was noted to be ¿only one 3-0 silk anchor stitch used¿. The pump was successfully repositioned with subfascial placement and anchors. During the case, the catheter was disconnected and checked for good csf (cerebrospinal fluid) flow. They were unsure as to why the patient had withdrawal symptoms because even though the pump was flipped, they did not determine that there was anything wrong with the catheter, they got good csf backflow. The patient recovered without permanent impairment. The device system was delivering baclofen.